Manufacturer narrative:
Investigation summary: two (2) photos were provided showing the drip chamber of the b33807 primary set w/3 microclave. A material was observed in the drip chamber. It is unknown if the material was embedded or loose from the photo provided. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review: the device history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation; however, the lot number history will need to be reviewed. The investigation is pending.

Event description:
The event involved a 60" smallbore ext set w/microclave®, clamp, rotating luer where it was reported that there was a particle in the drip chamber of the IV extension tubing. There were no patient involvement and no patient harm.